Event description:
Complainant alleged that during functional testing, the device prompted a "do not use" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.